Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The male pt received a 3.5 x 23mm cypher select stent to treat a calcified type c lesion in the mid left anterior descending (lad). Post-implant, a type b dissection was observed. A 3.0 x 08mm cypher select stent was implanted to treat the dissection. The pt had elevated troponin levels after the procedure.